Event description:
It was reported that the tip of the device was identified to be broken while at the user facility. No adverse consequences or procedural delays were reported with this event.

Manufacturer narrative:
The reported event that the tip of the device was broken was confirmed through the visual inspection. Any physical impact to the navigated instrument can cause product damage.

Event description:
It was reported that the tip of the device was identified to be broken while at the user facility. No adverse consequences or procedural delays were reported with this event.